Manufacturer narrative:
H3: lens returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Claim#(B)(4).

Manufacturer narrative:
H3 device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -03.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. Due to refractive surprise and excessive vault the lens was removed on (B)(6) 2021. A shorter length lens was implanted in a second surgery on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.